Manufacturer narrative:
Philips has investigated this complaint. It has been reported to philips that during a planned non-emergency fluoroscopy procedure, the fluoroscopy radiation did not stop when commanded. The customer restarted the system which disabled the footswitch and stopped the radiation. However, it was reported that a message indicating that an active foot or handswitch was detected after the system was restarted. A philips remote service engineer inspected the system remotely and directed the customer to press the hand switch several times. The message disappeared and the system could take exposures but fluoroscopy settings could not be used. The procedure was completed after a delay. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. The fse checked the housing of the wired foot switch and found that there was a screw inside the housing. The screw was causing the pedal being constantly pushed. The footswitch was replaced and the issue was resolved. Technical investigation of the footswitch confirmed that the screw had not come from an internal part of the footswitch causing the pedal to stick. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, the complaint has been reviewed which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Although it was reported that a live image could not be produced while the system was in clinical use, it was determined that this was due to an expected device behavior and not a malfunction. As a failsafe to prevent accidental additional doses of radiation, the system prevents users from utilizing certain functionalities, such as the fluoroscopy settings, when it detects that a footswitch or handswitch is active. As a result, this system's inability to utilize the fluoroscopy settings while the footswitch was being pressed by the screw inside the footswitch housing was not a result of a malfunction on the part of the system, failing to show a live image, but the system behaving as intended to ensure that further accidental radiation exposure did not occur. Based on the investigation results, philips concludes that the complaint is not reportable. The event of accidental radiation occurrence was reported in the q2 2024 aro summary report (us FDA reference: (B)(4).

Event description:
It has been reported to philips that the azurion system displayed an error, and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.